Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the sheath, which was covering the rear taper end of the membrane. The extender tubing was also returned. A catheter tubing/inner lumen kink was also observed near the y-fitting at approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump for two hours, which represents one complete autofill cycle. The iab pumped normally, no alarm sounded. The reported event cannot be confirmed by the evaluation. The product performed according to specifications. Even though we were unable to duplicate the reported problem, kinks to the catheter tubing may cause the pump to alarm. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period apr-19 through mar-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). Additional information adverse event/product problem,outcome attributed to ae, date of event, event description, patient information, other relevant history, return to manufacture date, event site phone, type of reportable event, health effect ¿ clinical code, health effect ¿ impact codes, investigation findings code, investigation conclusions code, the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated gas gain and gas loss alarms. There was no patient harm or adverse event reported. It was later reported that during intra-aortic balloon (iab) therapy, the console was connected to the power supply and stopped augmenting. There had not been any earlier sign of dysfunction, alarm, and no change in settings. The console then generated a gas gain alarm. The connections were all checked and secured. The customer noted that there was no option to retry other software escapes. While the customer was searching for the helium tank, the screen on the console went black while still generating an alarm. During this time, the patient was stable and the iab was removed after five minutes. The iabp was restarted by hard reset and showed no indication of low battery and had an adequate helium gas supply. After stopping iabp, then 10 hours later the patient suddenly went into pea cardiac arrest, resuscitation failed, patient died a separate report for the cardiosave intra-aortic balloon pump(iabp) will be submitted.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated gas gain and gas loss alarms. There was no patient harm or adverse event reported.